Event description:
An endurant stent graft system was implanted in a pt of the endovascular treatment of a 5.9 cm in diameter fusiform abdominal aortic aneurysm approximately 20 months ago. The aortic neck was 24-28 mm in diameter and angulated 47 degrees. The left iliac and right iliac arteries had mild tortuosity. It was reported that the endurant stent graft was successfully implanted. Approximately 1 month ago, the pt presented with abdominal pain and a pulsating abdomen. The cta form revealed that there was a junctional type iii endoleak between the bifurcated stent graft (MFR report# 2953200-2011-01407) and the extension limb (MFR report# 2953200-2011-01408) with an expansion of the aneurysm. The physician elected to intervene by implanting iliac limb, which successfully resolved the type iii endoleak. The investigator assessed that the endoleak was related to the device and the procedure. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4). Eval results: (endoleak).

Manufacturer narrative:
Evaluation, method: (film).

Event description:
Additional information was received. The type iii endoleak sub-type is undetermined. The investigator assessment states that the event is related to the study device and the study procedure.

Event description:
Films were received and reviewed as follows: post-op cta images from 19 months post implant. The ipsilateral limb was placed within the right iliac. At the mid-level of the 6cm aaa, there is a type iii junctional endoleak seen (with no apparent device overlap) between the bifur ipsilateral limb and the ipsilateral extension. The distal extension is acutely angulated at the separated location. The distal iliac limbs appear well sealed within the iliac arteries bilaterally. Angio images from the same time frame show the type iii junctional endoleak; the ipsilateral extension involved with the type iii separation (ref MFR # 2953200-2011-01407 and 2953200-2011-01408) appears to be the 95mm length implanted cuff. The separated devices were then re-lined with a cuff, and final angio shows that the endoleak has resolved. Since the films immediately post-implant (or other follow-up's) were not provided, the amount of overlap at implant is unknown, and cause of the separation could not be determined.